Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. There was no indication that the product caused or contributed to an adverse event. The patient stated that when the ez carbs screen is entered, the segment that is flashing starts to increase in carb amounts without an manual pressing of buttons. The patient stated that that the time she pressed the ok button and only that segment would blank out. The patient confirmed this issue only occurs when she the ez-carbs screen is entered. This malfunction is being reported because this could have an impact on insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2017 with the following findings: the display screen was distorted. A test display was inserted into the pump and functioned correctly.